Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that since (B)(6) 2025, the patient was having heart failure symptoms. The facility¿s surgeon suspects that the symptoms are due to worsening aortic regurgitation. Log files were submitted to verify whether the pump was functioning normally before proceeding with surgical intervention for aortic regurgitation. There were no unusual events recorded in the log file history.

Manufacturer narrative:
Section h6: outcomes attributed to adverse corrected. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that on (B)(6) 2025, the patient was experiencing right heart failure with peripheral edema. The patient was noted to have severe aortic regurgitation at the time. The patient was admitted to the hospital at that time due to the right heart failure and infection. The patient was noted to have had mild aortic regurgitation pre-left ventricular assist device (lvad) implant. An aortic valve replacement surgery was performed. On (B)(6) 2025 while in hospital, the patient was determined to have experienced a major viral lung infection. The patient received drug therapy to combat the infection.

Event description:
The source of the lung infection was covid. The patient experienced a fever due to the event. Conservative treatment was provided, and the issue resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that on (B)(6) 2025, the patient was experiencing right heart failure with peripheral edema. The right heart failure and peripheral edema were not thought to have been device related, but a relationship with the patient's severe aortic regurgitation was suspected. The patient was admitted to the hospital at that time due to the right heart failure and infection. Treatment consisted of drug therapy. On (B)(6) 2025, the patient was still having heart failure symptoms, and the facility¿s surgeon suspected that the symptoms were due to worsening aortic regurgitation. The patient was noted to have had mild aortic regurgitation pre-left ventricular assist device (lvad) implant and had an aortic valve replacement done. Events from the reported event dates of 18feb2025, 13mar2025, and 19mar2025 were reviewed in the submitted log files and no notable events or alarms were captured. The pump appeared to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. A is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction", lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Events from the reported event dates of 18feb2025, 13mar2025, and 19mar2025 were reviewed in the submitted log files and no notable events or alarms were captured. The pump appeared to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction", lists potential adverse events, including right heart failure and infection (local, driveline or pump pocket infection), that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Additionally, this section (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.